Manufacturer narrative:
H10. For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned for evaluation. The investigation identified a leak. The root cause could not be determined. The device is labeled for single use. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700515 chronic catheter allegedly experienced a fluid leak. This report was received from a single source. This malfunction involved a patient with no patient consequences. The weight of the 8 year old male patient was not provided.

Manufacturer narrative:
For the reported malfunction, a lot number was provided, and a lot history review was performed. The sample was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0700515 chronic catheter allegedly experienced a fluid leak. This report was received from a single source. This malfunction involved a patient with no patient consequences. The weight of the (B)(6) year old male patient was not provided.